Manufacturer narrative:
The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "one side breast was enlarged, seroma and suspected bia-alcl", markers not provided.

Event description:
Patient reported ¿one side breast was enlarged, seroma and suspected bia-alcl" for an unknown side. Histopathological markers confirming alcl have not been received. Device remains implanted.